Manufacturer narrative:
The power supply psi and power supply board were returned to the manufacturer for analysis. Analysis found that the power supply psi was fully functional. Bench test passed. Ps1 voltage measured as expected. It was tested by using cba tester. Volts per amphrs graph confirmed stability of voltage at least 4.85vdc. Analysis found that the system functioned as intended. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pcba supply board was returned to the manufacturer for analysis. Analysis found that all the fuses were good. When installed on a test system, the system readied and booted multiple times. Both 2d and 3d imaging were successful and no problem was found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Missing UDI. A medtronic representative went to the site to test the equipment. Testing revealed that the power supply and power supply board needed to be replaced. Afterward the system functioned as intended. The imaging system then passed the system checkout and was found to be fully functional. Missing device manufacture date. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a spinal fusion procedure. It was reported that while navigating the screws, the imaging system was turned on and on standby. Suddenly a big "bang" noise occurred and the system turned off automatically. Troubleshooting found a generator error with no voltage on pin 12 to 7, +14.8 v dc on pin 11 to 7, and no voltage on pin 10 to 7. There was no patient impact reported and no delay to surgery.